Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during patient's pd treatment there was a fluid leak at the stay safe connector. Ther was a patient line is blocked message during fill 1 of 3. The patient was connected. The patient line clamp was open and the patient line was not kinked. The connector blue pin was not pushed in. The fluid leak was discovered during fill 1 of 3 of the pd treatment. There was no fluid in the cycler pump module area and no fluid on the external cassette. In a follow up, the patient verified the event and said there was no harm, intervention and no adverse event due to the fluid leak. The patient was able to complete treatment with new supplies. The cycler set is not available to return as a sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during patient's pd treatment there was a fluid leak at the stay safe connector. Ther was a patient line is blocked message during fill 1 of 3. The patient was connected. The patient line clamp was open and the patient line was not kinked. The connector blue pin was not pushed in. The fluid leak was discovered during fill 1 of 3 of the pd treatment. There was no fluid in the cycler pump module area and no fluid on the external cassette. In a follow up, the patient verified the event and said there was no harm, intervention and no adverse event due to the fluid leak. The patient was able to complete treatment with new supplies. The cycler set is not available to return as a sample.